Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached explant indicator and as a result remote monitoring was disabled. Technical services (ts) was consulted and upon review of the available information an elevated power consumption was noted. Upon further investigation, it was observed that the battery voltage drooped during two capacitor reformations with a charge time of approximately fifteen seconds. Device replacement was recommended. This ICD remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached explant indicator and as a result remote monitoring was disabled. Technical services (ts) was consulted and upon review of the available information an elevated power consumption was noted. Upon further investigation, it was observed that the battery voltage drooped during two capacitor reformations with a charge time of approximately fifteen seconds. Device replacement was recommended. This ICD remains in service. No adverse patient effects were reported.